Event description:
It was reported that the patient underwent a flatfoot surgical correction procedure. A paragon 28 hevans plate was used over an allograft wedge spanning the joint space. The surgery took place on (B)(6) 2017. The initial reporter stated that about 8.5 months post-operatively, an x-ray showed that the plate had broken across the osteotomy site. On (B)(6) 2018 the plate and screws were revised. The plate was returned to paragon 28 for evaluation. During evaluation and investigation, the DHR records of implants involved with the case were reviewed. All records indicate the implants were manufactured according to specification. The x-rays from the case were reviewed. A review of the x-rays showed a non-union of the osteotomy site.